Manufacturer narrative:
Device was used for treatment, not diagnosis. Sudkamp, n. Et al (2009). Open reduction and internal fixation of proximal humeral fractures with use of the locking proximal humerus plate; results of a prospective, multicenter, observational study. J bone joint surg am, 91, 320-8 d. This report is for an unknown locking proximal humeral plate. Implant date: dates unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article: sudkamp, n. Et al (2009). Open reduction and internal fixation of proximal humeral fractures with use of the locking proximal humerus plate; results of a prospective, multicenter, observational study. J bone joint surg am, 91, 320-8 d. The authors evaluated the functional outcomes and the complication rates of patients after open reduction and internal fixation of acute proximal humeral fractures with use of synthes device, the locking proximal humeral plate (lphp). This study was conducted between 2002 and 2005 at various international trauma units with 187 patients (135 women and 52 men) with mean age of 62.9 years. Follow-up was conducted at three, six and twelve month intervals. Sixty-two complications were reported in 52 patients at 12 month follow-up. Primary complications included: subacromial impingement related to lphp position (four); deep wound infection treated with irrigation, debridement and intravenous antibiotics (four); superficial infection treated with oral antibiotics and local wound care (two); neurological lesion (three). Over the 12 month follow-up, secondary complications included: loss of reduction without screw perforation (six); loss of reduction with screw perforation (five); and nonunion (four). Further complications included plate breakage (three) and plate pullout (two). Unplanned second operation within twelve months of initial surgery occurred regarding: infection related revision (four) and plate breakage or plate pullout with repeat osteosynthesis with additional bone-grafting (four). The authors concluded that patient functional outcomes can be good with the surgical treatment of displaced proximal humeral fractures with the use of lphp provided correct surgical technique is utilized. This is a reportable malfunction report that pertains to plate breakage (three) and plate pullout (two). This is report 3 of 4 for complaint (B)(4). This report is for an unknown locking proximal humeral plate.